Event description:
It was reported that the patient presented to the hospital presented with urosepsis. The gallant, right atrial lead and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.